Event description:
Death death occurred 53 months post index procedure and not 55 months as previously reported. Clinical evaluations committee adjudicated patient death as non-cardiac.

Event description:
During the index procedure, one endeavor sprint drug eluting stent was used to treat the target lesion in the left cx. It was reported that 55 months post index procedure, the patient passed away in hospice care after suffering chronic obstructive pulmonary disease (copd). Cause of death listed as copd. Investigator assessed the event as not related to study device or procedure.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (death). Evaluation conclusions: inherent risk of procedure ¿ (death). (B)(4).